Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display and unexpected battery power loss due to critical pump error alarm. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump died. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.